Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a dislodged display screen, partially dislodged force sensor pins, and out of calibration force sensor. A review of the pump history indicated that loss of cartridge detection had occurred, this failure was duplicated during investigation.

Event description:
Pump was returned to animas. Eval revealed partially dislodged force sensor pins and force sensor was found to be out of calibration.